Event description:
It was reported that the patients lead migrated. The patient underwent a revision procedure wherein the leads were revised to the original implant level. The patient was doing well postoperatively. The device remained implanted.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.